Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that an I-stat 1 analyzer would not activate. Customer also noticed that the battery carrier was hot to touch when replacing the batteries. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).